Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for unexpected battery power loss. Customer¿s blood glucose was unknown. Customer reported that they having issues with power eaten very quickly patient has changed battery 3 times in a week received no power alert. Customer reported that they did not receive a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.